Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The lens was cleaned with lphse for further evaluation. The optic has a large deep scrape mark on the posterior side of the lens near the central optic zone. This damage may have been interpreted as the reported complaint of "lens had a line right in the center". The optic has two small split/cracks on the anterior side of the optic near the optic edge. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. A scratch was observed in the indicated location, although the lens has not been cut as stated by the account. This damage may have been interpreted as the reported complaint of "lens had line right in the center". All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received stating the lens was cut out of the eye and replaced with a new one with the same model and power during the initial procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens had a line right in the center. There was patient contact but no patient impact. The surgery was completed the same day.